Event description:
It was reported that the patient's physician decided post-operatively that he was to have a right lead revision the day following the initial implant on (B)(6) 2012. Additional information received on (B)(6) 2012 reported that the patient's lead had moved up due to the "stimloc" and that the physician was unsure if the hospital will return the product. Additional information has been requested, but was not available as of the date of this report. Patient outcome and symptoms were not provided.

Manufacturer narrative:
(B)(4).